Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient felt faint and had poor vision, and the blood glucose reading was 1.9 mmol/l. No cgm reading was reported but the patient stated that he was not alarmed by the dexcom device due to the cgm reading being inaccurate. The patient got treated by his wife who gave him carbohydrates and stated that no more treatment was needed after that. At the time of the report the patients¿ blood sugar was in a normal range. The patient could not remember the event well due to the symptoms experienced. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.